Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Date implanted - approximately 25 years prior to the event date. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 11 states, "wear and/or deformation of articulating surfaces.¿

Event description:
Patient underwent a left knee revision procedure due to wear of the tibial bearing approximately 25 years post implantation. The tibial bearing and locking bar were removed and replaced.